Manufacturer narrative:
One swan-ganz catheter was received out of the tray with an arrow contamination shield. The catheter body was in good condition. The thermistor and thermal filament circuits were found to have no open or intermittent conditions. The thermistor reads 37.1 degrees c when submerged into a 37.0 degrees c water bath. The catheter was able to collect cco data for 5 minutes without an error message on both the lab vigilance ii system and the returned scripps vigilance ii monitor and 70cc2 cable. The eeprom check sum matches the computed check sum data. The balloon inflated clearly, and concentric and remained inflated for 5 minutes without leakage. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a finger tip; entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion. Both thermistor and thermal filament housings were opened and there were no abnormalities observed. The complaint was not confirmed. There was no evidence of a manufacturing nonconformance found. The cause of the complaint could not be determined; it is not known what factors may have contributed to this event. The lot number was not provided; therefore, a device history record review was not completed.

Manufacturer narrative:
An investigation was conducted with the data from the (B)(6) data loggers. Analysis of the data found that due to the signal to noise ratio (snr), it takes more time (20+ minutes) for the cco values to average. When ico is performed shortly after start up, the cco values are initially low. If the user reacts to this initial value and disregards cco for the duration of the case, they will not see that it trends up to an expected value after averaging. The investigation results were shared with the customer during an on-site visit.

Event description:
It was reported that continuous cardiac output reading was stating cardiac index of less than 2 and sometimes less than 1 occasionally. This number didn't match patient's clinical status. The catheter gave erroneously low c.o." There were no patient complications reported.